Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other): initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported spo2 measurements were intermittent and not continuous. No patient impact or consequences were reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation, the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6), lot # updated from blank field to "17fat". Unique identifier (UDI) # updated from blank field to "(B)(4)" field: device manufacture date updated from blank field to "06/06/2017"